Manufacturer narrative:
(B)(4).

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02165 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that an cre balloon dilator was used during an airway dilatation and stent anchoring on (B)(6), 2010 involving an adult male patient (exact patient age, weight, and identifier are unknown.) According to the complaint, during the procedure, the cre balloon dilator was inserted into the patient and positioned within the airway. However, during the dilation while attempting to anchor the stent, the balloon burst. The same thing happened with a second cre balloon. No part of either balloon detached. An ultraflex tracheobroncial stent was also present in the area, but the account confirmed no malfunction of the device. The procedure was completed with a third cre balloon. There were no patient complication and the patient has been reported to be "fine."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed of at the site and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. (B)(4)

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-02165 for the other associated device information. It was reported to boston scientific corporation on (B)(6), 2010 that an cre balloon dilator was used during an airway dilatation and stent anchoring on (B)(6), 2010 involving an adult male patient (exact patient age, weight, and identifier are unknown.) According to the complaint, during the procedure, the cre balloon dilator was inserted into the patient and positioned within the airway. However, during the dilation while attempting to anchor the stent, the balloon burst. The same thing happened with a second cre balloon. No part of either balloon detached. An ultraflex tracheobronchial stent was also present in the area, but the account confirmed no malfunction of the device. The procedure was completed with a third cre balloon. There were no patient complication and the patient has been reported to be "fine."